Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during a trabecular stent implantation procedure, the tip was found to be bent after patient contact. No issues observed with patient and procedure was completed with new device without complications. Additional information was requested.